Manufacturer narrative:
(B)(6). The axium prime coil was returned for analysis. The axium prime pusher was returned without its introducer sheath. Therefore, any contributing factors from the introducer sheath could not be assessed. No bends or kinks were found with the axium prime pushwire. The axium prime implant coil was found to be broken. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ could not be confirmed and the cause could not be determined. The axium prime implant coil was broken. There was no non-conformance to specifications identified that led to the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was delivered to the microcatheter and the coil was found to be stretched under the image. The coil was replaced and the operation was completed. There were no patient symptoms or complications associated with this event. The device was prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the m1 segment of the right middle cerebral artery with a max diameter of 3mm and a 1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received indicating there were no damages to the product.